Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "for the last couple of days their heart rate has been down" which they believed to be below their implantable pulse generator (ipg) low rate setting. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.